Event description:
It was reported by service report that a patient in the psych ward was able to take a spring off of the side rail handle and use it to cut herself. There was patient involvement and adverse consequences were reported.

Manufacturer narrative:
Conclusions: this issue was resolved for the customer by having a stryker technician inspect the bed. The bed was returned to service.